Manufacturer narrative:
Concomitant device. Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Corrected data: brand name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (04.647.834, lot l168200, quantity 1).

Manufacturer narrative:
The returned device was forwarded to the manufacturing site for investigation. The part has been returned disassembled in its components (spacer lot#8358318 and plate lot#8437194). Information etched on product matches to complaint system and DHR. According to the complaint description the cage separated from the plate intraoperatively. DHR review: lot 8437194 (plate) was manufactured in (B)(4) in may 2017. All the inspections performed according to inspection sheet passed. No ncrs were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 8358318 (spacer) was manufactured in (B)(4) in mar 2013. All the inspections performed according to inspection sheet passed. No ncrs were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product inspection: the plate and the spacer of the assembled item (lot 8437194) were inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿fell apart¿ reported in the procedure. The functionality of the involved item has been tested reassembling the two components: it was possible to reassembly correct the two items after dimensional inspection. The visual inspection identified that: the spacer ((B)(4)) is visually damaged post production around the area of coupling with the plate. The plate ((B)(4)) is visually damaged post production around the area of insertion of the screw in one of the two holes. The two returned parts are seriously damaged post production: no evidence of nonconformance manufacturing related. The dimensional inspection found all the measurable features pertinent to complaint condition have been found conforming to specification with exception of the plate features #1 which resulted nonconforming due to the post production deformation, but the inspection of these features documented on the inspection sheet demonstrates that they were conforming before the post production damage. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: mia is disposed as confirmed due to evidence that part has been returned separated in its component, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part returned to customer quality as per procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review for: manufacturing location: (B)(4). Manufacturing date: 10.jun.2013 expiry date: 01.may.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: this is a (B)(6) complaint: it was reported that the zero-p cage was separated from the plate during surgery. There was no report of surgical delay or patient harm. There is 1 device in this complaint this report is 1 of 1 for (B)(4).